Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced an insulin flow block alarm. Further, the patient reported that the issue occurred even after changing the set. No further information was available.